Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging a calcode issue with his onetouch ultra2. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged issue began on (B)(6) 2017. The patient reported that the calcode on the subject meter was set to ¿24¿ and it should have been ¿75¿. The patient advised during the call that he manages his diabetes with oral medication (metformin, unspecified dose) and claimed that he continued to follow his usual diabetes management regimen in response to the alleged issue. The patient stated during the call that after the alleged issue began, on (B)(6) 2017, he ¿lost consciousness and control of his bodily functions¿ and that he was subsequently taken to the emergency room (ER) where he was treated by a health care professional (hcp) with insulin. The patient also advised during the call with the csr that he remained in hospital for 1 month ((B)(6) 2017) to stabilize his blood sugar and receive physical rehabilitation. During this time, the patient stated that he was treated with 2 units of insulin when his blood glucose was high; glucose when his blood sugar was low and that his blood glucose results obtained on the hospital device were in the range of ¿103-151 mg/dl¿. At the time of troubleshooting, the csr walked the patient through changing the calcode on the subject meter and the issue was resolved. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.